Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a right meniscal root repair surgery, while passing the suture through the meniscus, the capture at the top jaw of one (1) firstpass mini straight broke out of the instrument in its entirety and floated into the knee joint space. The surgeon then required approximately one hour of tourniquet time and had to call for x-ray assistance to locate and remove the fragment. The fragment was close to falling behind the capsule. The surgeon had to create another, otherwise unnecessary, invasive portal in the knee to retrieve and remove the fragment before returning to complete the initial procedure. They also had to dissect down into the posterior medial part of the knee to retrieve the fragment. Additional anesthesia was required as consequence of the surgical prolongation. The procedure was resumed, after a delay greater than 30 min, using the same device. No further complications were reported.